Event description:
It was reported that the device would not charge the battery. The battery was replaced; however, the problem has not been resolved. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio- control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.